Event description:
Dual chamber pacemaker inserted in 1998. Admitted in 2001 with exposed pacemaker wire with infection. Taken to surgery for removed of leads from right atrium and right ventricle and pacemaker. Pt now receiving IV infusions/antibiotics for beta lactamase negative coagulare negative staphylococci. Other cultures pending.